Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician during functional verification of the arctic sun device received alert 41. Per review of wo notes, it was determined that the device was having a potential flowmeter failure. Tech was unable to locate shunt tube to observe flow, inlet pressure (ip) was 7.0, circulation pump command (cpc) was 46%, flow rate (fr) was 0.0.

Manufacturer narrative:
The reported issue was confirmed. Root cause was not able to be isolated as unit was not evaluated. Per review of the wo, it was determined that the device was having a potential flowmeter failure. Inlet pressure (ip) was 7.0, circulation pump command (cpc) was 46%, flow rate (fr) was 0.0. Tech was unable to locate shunt tube to observe flow. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician during functional verification of the arctic sun device received alert 41. Per review of wo notes, it was determined that the device was having a potential flowmeter failure. Tech was unable to locate shunt tube to observe flow, inlet pressure (ip) was 7.0, circulation pump command (cpc) was 46%, flow rate (fr) was 0.0.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. During evaluation, it was confirmed that the device received alert 41. Flow meter was replaced. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician during functional verification of the arctic sun device received alert 41. Per review of wo notes, it was determined that the device was having a potential flowmeter failure. Tech was unable to locate shunt tube to observe flow, inlet pressure (ip) was 7.0, circulation pump command (cpc) was 46 percent, flow rate (fr) was 0.0.